Event description:
A customer reported experiencing a malfunction alert with their device. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.